Manufacturer narrative:
Follow-up #1 :date of submission: 12/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/07/2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available data showed evidence of partially discharged batteries being installed on (B)(6) 2015. A visual inspection of the pump showed that the battery compartment was intact. The returned battery cap was damaged at the top coin slot; however, the cap was able to secure on to the pump. The pump¿s current draws were found to be within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The complaint was not duplicated during investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump's battery life was shorter than expected. There was allegedly no damage to the pump or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.